Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with bradycardia, dizziness, and dyspnea. It was noted that the pacemaker exhibited inadequate low voltage output, loss of capture and low pacing impedance. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of pacer problem, low impedance and failure to capture were confirmed. As received, the device was at end-of-life voltage level. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found depleted. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction - d6a - implant date should have been (B)(6) 2017.